Event description:
The olympus officer-field service reported (on behalf of the customer) that the hd 3cmos camera head was not detecting. The issue was found during maintenance, and there was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
A field service engineer (fse) evaluated the device and the customer's allegation was confirmed. The device evaluation found that the vision was noisy (the subject could not be recognized), intermittently, the image would disappear (blackout), giving out an e216-scope communication error. The cable had multiple dents and wrinkles, the coupler was rusted, and the camera control head and flat connector had numerous scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿image noise, display image intermittently appears, e216 error¿ was confirmed, however, a root cause could not be identified. E216 errors are errors that occur in communication between the endoscope and the processors. (¿when an abnormality occurs: how to identify the abnormality and deal with it¿, otv-s300 instructions for use, section 10.2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.